Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the low voltage lead exhibited lead migration in (B)(6) 2019. It was noted that the lead was no longer functioning as expected. No interventions or patient symptoms were reported.